Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test and active current test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Charge/battery lasts less than expected not confirmed. Insulin pump not received with original battery cap. Battery cap cracked/damaged unknown. Insulin pump received with cracked case on the back at the battery tube area. Insulin pump received with pillowing keypad overlay. Insulin pump received with corroded battery tube. Insulin pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery indicator keeps showing it was low even if she just inserted a brand new battery. No harm requiring medical intervention was reported. The customer was perform self test and it was passed, metal piece on battery cap still in place no physical damaged on the battery compartment. The device will be returned for analysis.